Manufacturer narrative:
Additional information: the reported event of premature battery depletion was not confirmed. Session records indicated normal device transmission after it was implanted. Further analysis on the device did not reveal any anomalies. The total projected longevity was 1.21 years based on transmission activities and the device was implanted for 1.74 years, which exceeded projected longevity and is considered normal eol.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, interrogation of the device was not possible. The physician suspects premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.